Manufacturer narrative:
(B)(4). Date of follow-up report : 03/04/2016.

Event description:
The customer has provided this additional information: no other devices were involved at the time of the reported self-activation. When the unit was turned on for 5 to 10 minutes with no handpiece or footpedal attached, an activation tone sounded.

Manufacturer narrative:
(B)(4). The forcefx8cs generator was received for evaluation. The reported condition of self-activation was confirmed. The investigation isolated the failure to the psrf board, but the root cause of the failure could not be determined. To repair the unit, the psrf power control board, the footswitch board and the ac filter were replaced. A review of the device history records for this serial number found no entries potentially pertinent to the customer's report.

Event description:
The customer reported that the generator activated by itself. There was no patient harm. Additional questions have been asked of the customer, but to date no further information has been received.